Event description:
Reporter indicated that the patient's device was registering high impedance. X-rays were taken and sent to the manufacturer for review. Review of the x-rays found no evidence as to the cause of the high impedance, due to a portion of the lead being routed behind the generator, a lead fracture could not be ruled out. The patient has been scheduled for a surgical consult, to discuss revision surgery.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.